Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0nju7, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that a power on reset message was seen. The patient did not know what she was doing at that time. There was no fall. Trauma related to the issue. The patient had a CT scan for her knee on (B)(6) 2015 which could be related to the issue. There were no patient symptoms reported. The patient was redirected to the health care professional to clear the power on reset. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.